Manufacturer narrative:
A united states (us) customer reported falsely depressed calcium patient results obtained on an atellica chemistry 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse ran a full auto check and level sensing with no errors. It was found that there was a carryover issue, and the reagent arm assembly was replaced. The sample arm assembly was also replaced due to dry angular issues and all alignments of replaced parts were verified. A full panel of testing was performed without error or carryover conflict. Further, the cse found the pressure pad on the sample arm along with alignment had issues which were remedied. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2022-00073 was filed in conjunction to this report.

Event description:
Two discordant, falsely depressed calcium patient results (2 patients) were obtained on an atellica chemistry 930 instrument. The initial results were reported to the physician(s), who questioned the results. The same samples were repeated on the same instrument and an alternate atellica ch 930 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium patient results.